Event description:
It was reported that the customer's battery cap casing was chipping away. He could literally pull the battery cap off. When he changed the insulin pump's battery he received a failed battery test and the insulin pump no longer turned on. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a loose end cap sticker. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display or failed battery test alarm was noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.